Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 600 mg/dl). Ketone level was large. The pump supplies were changed, and the elevated bg continued. Customer was admitted to the hospital. Healthcare provider identified the ketones as being dangerous. Customer was treated with insulin and fluids. Elevated bg/ketones were resolved. Customer was discharged the same day with no permanent injury. Pump system check was performed, and the pump time was found to be incorrect. Customer corrected the time. Customer also reported that multiple non-tandem infusion set cannulas were found to be kinked. Customer reverted to using manual injections and reportedly, changed pump supplies and resumed pump therapy.